Event description:
Customer reports one incident of a blood leak at the onset of patient treatment on reuse #8. Noted by a blood leak alarm and visible blood in the dialysate hose. Confirmed with hemastix. Estimated blood loss was 100 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No patient injury or medical intervention reported.